Event description:
The customer reported Incompatible scope error E315 during inspection for use involving an Olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.